Event description:
It was reported that a request was made to have the data from this device analyzed. Technical services (ts) reviewed the data and noted there was noise and oversensing on the right ventricular (rv) lead channel. Ts recommended troubleshooting options. Attempts to obtain additional information regarding event resolution were unsuccessful. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a request was made to have the data from this device analyzed. Technical services reviewed the data and noted there was noise and oversensing on the right ventricular (rv) lead channel. Ts recommended troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.